Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a complete lead with a partially extended helix and a stylet still in the lead body. Resistance tests were completed to assess lead electrical integrity. Measurements throughout these tests were within normal limits. X-ray inspections of the terminal pin assembly, lead body, and electrode tip found no internal conductor fractures however, did show a deformed/stretched inner coil near tip end. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this right ventricular lead required repositioning due to the patient's anatomy contributing to unwanted diaphragmatic stimulation. During the revision procedure, helix extension and retraction issues were illustrated and the lead ultimately removed and replaced. The lead was replaced with another of the same model type with no resulting adverse patient effects. The associated right atrial lead was also replaced during this same procedure, as it was inadvertently damaged. The rv lead was later returned for analysis.